Event description:
It was reported that the IV set cfn120 bp hs tubing clamp couldn't be adjusted, and the fluid infused "less or more than the initial setting" during use. This occurred on 500 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the roller clamp cannot be adjusted. The fluid is infuse less or more than the initial setting value."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-30 h.6. Investigation summary a device history review was conducted for lot number 20190924 there was no issue and all conform to the specification. 1 sample was returned to hanscent. Hanscent noticed the roller clamp is in fully locked position from the returned sample, the roller clamp is removed from original position and the tube was found fully locked and cannot rebound to normal shape within 30 mins. From investigations, 2 possible causes identified. 1. Assembly worker has accidentally rolled the roller clamp to the designated position , i.e., 45cm from the lower end of the drip chamber, and kept it at the fully locked position. 2. The second possibility for the kink and tube distortion is the wrong operation by the nurse. Hanscent observation is that if the roller clamp is kept at full locked position, the tube will be locked and cause the inability to adjust the roller clamp. If the nurse has adjusted the roller clamp to the fully locked position and begins to use it after an hour, this will happen. Retention samples checking 20 pcs IV set cfn120 retention products of lot 20190321 have been sampled, no roller clamp damage, tubing distortion issues have been found.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV set cfn120 bp hs tubing clamp couldn't be adjusted, and the fluid infused "less or more than the initial setting" during use. This occurred on 500 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the roller clamp cannot be adjusted. The fluid is infuse less or more than the initial setting value."